Event description:
It was reported that an integration of the device noted a message stating that the wireless communication was no longer available. The patient was admitted for an overnight stay at the hospital so that the patient could be interrogated again in the morning. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated telemetry c unavailable for this device. There has been a failure within the wireless telemetry module. Wireless telemetry will no longer be available and cannot be re-enabled. Non wireless telemetry by using the wired programmer head and the wired antenna will continue to function normally. Loss of wireless telemetry will not affect other device operation. The circuit will perform a self-test if the test fails a sufficient number of times the circuit will be permanently disabled. This is a safety precaution to preserve the battery. (B)(4).

Manufacturer narrative:
Product event summary: he device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. Offsite analysis confirmed the reported tel-c failure condition. However, after the device had a power on reset (por), tel-c became functional and it remained fully functional through the rest of the analysis. If information is provided in the future, a supplemental report will be issued.